Manufacturer narrative:
Date of event : (B)(6) 2019, date of report : 13mar2019. Correction: serial number corrected to: (B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 01apr2019. The customer rejected the quote to have the device repaired. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the display was broken. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.